Manufacturer narrative:
The issue was discovered during daily checking. There was no delay as the ventilator has been swapped with another unit. There was no patient involvement. There was no patient or user harm reported. The customer replaced the flow sensor. The device was then functionally tested and passed specification testing and returned to use. No other anomalies were reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported their device having a diagnostic error 1203 (low leak- co2 rebreathing risk). The patient involvement information is currently unknown but has been requested. There is no report of patient or user harm. The customer confirmed the reported failure. They replaced the flow sensor assembly. It is unknown if the issue was resolved after the flow sensor assembly replacement. Further information has been requested.